Event description:
Reporter stated that facility has experienced 2 incidents in which lipids and total parenteral nutrition (tpn) leaked after about 12 hours of infusion in tubing/hub area. It was confirmed that routine blood sugars on pts were within normal limits. There was no adverse pt injury or medical intervention required. Lipids were reported to have been infusing at 1.3 ml/hour and the infusion rate of tpn was unk. The extension sets were connected to a peripherally inserted central catheter and when leakage was noted, extension set was discontinued and new one re-started.